Event description:
During patient assessment, registered nurse (rn) noted an "unusual" noise from the vent. Registered respiratory therapist (rrt) notified immediately and cuff was found to be blown. Md exchanged endotracheal tube (ett) without incident, not patient harm or vs changes. Original 8.0 ett was placed days before. The packaging was discarded at that time and the lot # is not known.